Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice due to transferring to hemodialysis and returned the device to the (B)(4) facility. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The product analysis lab evaluated the device. The main ground bus resistance was measured between the door post and the power entry module and found to be within specification. There were no intermittent connections observed. However, the door post was found to be contaminated with corrosion. There were no problems found during an internal inspection of the device. The assignable cause for rite test failure - ground bond was determined to be contamination on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No additional information is available.